Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that a 22f sheath was used in the procedure. The instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The two other perclose proglide devices referenced are being filed under a separate medwatch MFR number.

Event description:
It was reported that prior to a stent graft procedure, preclose placement of the sutures was successfully set up with three proglide devices in the right common femoral artery. The arteriotomy was 7f. The sheath was upsized to 22f for the stent graft procedure. Reportedly, after the stent graft procedure, the sutures of the three proglide devices closed the 22f arteriotomy. An angiogram was taken to check the flow in the artery distal to where the proglide sutures were deployed and no blood flow was found. A thrombus formation was found at the puncture site. A cutdown procedure was performed and the suture knots was removed. Hemostasis was achieved with surgical intervention. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the perclose technique. No additional information was provided.